Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of ok button not working. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of 'the ok button does not work' was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be no response from any of the keys in the second column of the keypad (second soft key from the left, barcode key, 1, 4, 7). The keypad will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.